Event description:
Received a letter from a retail store account advising they had received a report from a consumer indicating she sought a medical examination at a hospital emergency room after becoming ill shortly after using playtex beyond tampons. Consumer advised she was diagnosed and treated for toxic shock syndrome (tss). No additional information regarding the consumer's experience, treatment and recovery was advised.

Manufacturer narrative:
We have contacted the consumer and requested more information regarding her experience and the return of product for evaluation, and date code information for investigation.